Manufacturer narrative:
No complaint sample has been received for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lots were reviewed. The associated lots (B)(4) were released based on the manufacturer's acceptance criteria. Processing abnormalities on at least three of the associated lots could have contributed to the complaint were found during the review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported "poor cutting" during a vitrectomy procedure. The cut rate was over 1500 and cutting performance is normally good at the cut rate of 1500. The procedure was completed using the same cutter. There was no harm to the patient.